Event description:
Boston scientific received information that 6 months after implant, this device stated 6 years remaining longevity with and a current drain of 119% usage for the device settings. The depletion rate of the device was therefore questions by the physician. A memory dump was suggested however with current information has not yet taken place. No additional information about the event or patient information could be obtained from a field representative. No adverse patient effects or remedial action were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.